Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, half of a pea sized plastic was broke off at the distal end of the device. It was reported broken piece was found barely attached to the outside of the device after use.